Manufacturer narrative:
Age at time of event: (B)(6) years or older. Device evaluated by MFR.: p select ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on several locations along the stent length with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19jul2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty was performed. Vascular access was obtained via the right femoral artery. The 70% stenosed and concentric target lesion with a bend of >45 degrees was located in the highly tortuous and moderately calcified left circumflex artery. A 20 x 2.50 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The procedure was completed with another 2.5x24mm promus premier select des. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.